Event description:
Allegedly patient had unexplained pain from the hip, possibly sinkage, on x-ray it looked like it could have loosened. Once exposed (B)(6) removed the head, then whilst using the new profemur neck extraction kit, the plug snapped. This made it an issue to now try extract the stem as he had planned. He did eventually manage to remove the stem after much drilling and chiseling down the side of the profemur l stem. The cup, a depuy duracon was left, only the stem was revised. A depuy stem was implanted.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00486.